Event description:
It was reported that during implant attempt, after the leads were connected the svc (superior vena cava) defibrillation coil impedance measured "none". The svc coil was connected to the rv (right ventricular) defibrillation coil port (with the rv coil not connected anywhere) and high impedance was noted. The rv coil was then connected to the svc port, whereupon the rv coil measured high impedance and the svc coil measured "none". The device was not used and another device was successfully implanted, and the chronic rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Products: 4592 implantable pacing lead, (B)(6) 2006. (B)(4).